Manufacturer narrative:
Investigation summary: it was found the customer had moved the threshold setting out of default on one instrument. Once the customer put the threshold into its default setting the samples correlated correctly between instruments. Customer error is found to be cause. No further investigation required. Root cause: customer error. Source: phone.

Event description:
Customer reporting false positive sars result when comparing to an additional instrument using the same method in their facility. Confirmation testing by additional method was not run and symptomatic status of the patient is unknown.